Event description:
It was reported that during a remote follow up, oversensing was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the oversensing noted on the device was post-paced t-wave oversensing (pptwos). The device was reprogrammed to resolve the event. The patient was in stable condition.